Manufacturer narrative:
Returned device was received in good physical condition but there was slight corrosion. Evidence of reported problem in event log was found. During the evaluation of the device, the "no disposable" alarm could not be replicated during testing. Due to the frequency of the error appearing in the event log, the downstream sensor will be replaced as a preventative measure. No fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received indicating that a smiths medical cadd legacy pump emitted beep sound with error: no disposable pump won't run. Reporter also stated that even after changing the cassette the pump beeped again. The patient switched to the back-up pump. There was no injury to the patient due to the reported event.